Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the fenestrated bipolar forceps instrument broke at the tip and could not be removed by the trocar so the trocar, along with the instrument had to be removed from the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive received the cannula. The cannula was discovered mounted to a fenestrated bipolar forceps, which displayed a broken main tube. As a result, the removal of the cannula became unfeasible. Nevertheless, after eliminating the broken pieces of the main tube, the cannula was effectively detached from the instrument. Following this, a thorough inspection of the cannula was conducted, revealing no issues. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 4,0mm x 3,0mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument came back attached with the following accessories.